Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the sweep flow line that had disconnected, resolving the leak. The fse also replaced the mixing chamber belt, resolving the flow cell clog errors. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. During morning startup, the analyzer generated flow cell clog and vacuum errors. The customer identified a leak in the right side of the analyzer in the area of the main diluter board. The leak was contained and approximately 2 drops of liquid. The customer was not running samples when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.